Manufacturer narrative:
(B)(4). The service engineer (se) inspected the device and verified the reported issue. The se replaced the printed circuit board (pcb) and the single board computer (sbc). The se performed extended self-testing on the device and all tests passed.

Event description:
It was reported that during maintenance on the ht70 ventilator, the fio2 sensor failed. There was no patient involvement at the time of the event.